Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was traveling and had difficulty cocking the applicator for an inset 23" 6 mm infusion set, which led to the set deploying out of the applicator and the user being unable to attach a replacement, resulting in temporary disconnection from the ilet. The user followed endocrinologist instructions for manual insulin dosing while off the pump and subsequently experienced low blood glucose the following morning, which was attributed to excessive insulin relative to meal size while disconnected. Symptoms included hypoglycemia that improved after consuming carbohydrates. Outcomes included transient low blood glucose without hospitalization or emergency care. Investigation included troubleshooting and education to restore pump therapy and verify proper infusion set connection and use. Investigation of this case revealed an infusion set deployment error and loss of pump therapy continuity, with no pump alerts or alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique and off-pump insulin dosing contributed to the event.